Manufacturer narrative:
Device evaluation: date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The products associated in this complaint were returned and evaluated. The icp module 82-6828 was tested and no product problem was identified. The cable 82-6840 was tested and no product problem was identified. The cable 82-6881 was tested and no product problem was identified. A DHR review was performed for the icp module 82-6828 s/n: 15dlk13101 (lot# ctgcrv), and the lot met specifications when released on july 22th, 2015. The issue reported by the customer was not confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10474 and 1226348-2016-10473 for information regarding the other devices involved with the reported event.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Monitor setup with direct link did not work. When calibrating with the patient monitor no signal from the direct link module was detected by the patient monitor. (Not 0 mmhg or 100 mmhg). Event occurred before surgery, caused no delays. Surgeons used icp express instead.